Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose during the incident was unknown. Their blood glucose at the time of admission was 687 mg/dl. The customer stated the insulin pump was not working. The customer had tried treating with insulin pen, but their blood glucose would not come down. The customer was thirsty and could not keep anything down. They kept vomiting and their blood glucose was high. Their blood glucose on the meter would be 500 mg/dl or would not show up. They were wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. The drive support cap was flushed. The insulin pump was returned for analysis.